Manufacturer narrative:
The investigation has been reopened due to receiving patient operative reports and reporting the hip screw. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update** (B)(4) 2013 - x-rays were received. The complaint was re-opened. **update** (B)(4) 2013 - patients operative records were received. Records indicate upon revision the cup was found to be loose. A screw was added to the complaint and the complaint was re-opened. There is no change to the above statement.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states that patient was revised to address cup malpositioning. Update: 02/12/2013 - x-rays were received. The complaint was re-opened. Update: 02/12/2013 - patient's operative records were received. Records indicate upon revision the cup was found to be loose. A screw was added to the complaint and the complaint was re-opened.